Event description:
The complainant had placed an impella cp to support a patient admitted into community hospital and then sent to a tertiary center. The impella cp was supporting but during the support, the pump was repositioned due to persistent and recurring runs of ventricular tachycardia. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined.